Event description:
Healthcare professional reported left side device was found to be intact. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported capsular contracture baker grade unknown.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product-procedure: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Deformation observed. Wear abrasion observed. Brown particles on the surface of the shell. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported "implant is intact," exchange from textured to smooth due to patients concerns with the product and capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Healthcare professional reported "implant is intact," exchange from textured to smooth due to patients concerns with the product and capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.